Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft break occurred. The target lesion was located in the diagonal branch. While advancing the 12mm x 2.50mm apex monorail balloon catheter to the diagonal branch and right at the touhy, the balloon catheter shaft broke where the balloon enters the touhy. The distal end of the balloon was inside the body. The device fragment was removed from the patient without incident. The procedure was completed with another manufacturer's balloon catheter and the same unknown guide wire was used. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).